Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported the iabp was displaying "ap optical sensing module failure" after the solenoid driver board, gasket, and software field action was complete. The fse tested and checked all connections to the main board and fiber optic module. The fse tested the iabp with a new fiber optic module and received the same error. The fse replaced the main board and the communication error was corrected. The fse performed functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use.

Event description:
A getinge field service engineer (fse) reported that after performing a field safety corrective action, the intra-aortic balloon pump (iabp) was displaying an "a.p. Optical sensing module failure" alarm. No patient was involved and no adverse event has been reported.

Event description:
A getinge field service engineer (fse) reported that after performing a field safety corrective action, the cs300 intra-aortic balloon pump (iabp) was displaying an "a.p. Optical sensing module failure" alarm. No patient was involved and no adverse event has been reported.